Event description:
I underwent 3 monalisa touch laser treatments from a gynecologist to help with vaginal dryness. After the 3 treatments, I developed chronic nerve pain in the vulva region as well as urology problems. I also suffered a burn during the final treatment which left me with polyp on the vulva. Multiple rounds of antibiotics have not cleared urinary issue. Urethra and skin around it is aggravated if touched.